Event description:
During a wisdom tooth extraction it was reported that the handpiece heated-up and caused minor burn to the pt's lip. Neosporin ointment was applied as a precaution. No delay occurred as user switched to available pneumatic system.